Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the cgm mobile application shuts off unexpectedly. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected cgm mobile application shut-off could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of unexpected g5 mobile application shut-off was confirmed. The root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.